Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device dislocation ("the right essure insert was adjacent to right ovary / the left insert was adjacent to left iliac artery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), pelvic pain and tendonitis ("multiple tendonitis of elbow, writs, middle gluteal muscle"). In 2014, the patient experienced back pain ("lumbar pain"). The patient was treated with surgery (on (B)(6) 2017, total hysterectomy via laparoscopy (uterus+cervix+tubes) . On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). A second intervention was performed on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, metrorrhagia, tendonitis and back pain outcome was unknown and the pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, device dislocation, metrorrhagia, pelvic pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: incorrect insertion of essure inserts. Ultrasound abdomen - on an unknown date: not reported. Ultrasound pelvis - on an unknown date: not reported. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1970 cases. Device dislocation. The analysis in the global safety database revealed 3046 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.